Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area was observed in the flap bed during a laser flap treatment. The flap could not be removed. The excimer laser treatment was postponed. No patient harm was reported. The excimer treatment will be applied at a later time. New information was received. The reporter stated that the planned surgery was not completed. Once the necessary checks are completed, a suitable date for the surgeon and patient will be selected and the planned surgery will be completed.

Manufacturer narrative:
Additional information provided. Technician visited the site and verified the system in. Logfiles were reviewed. No abnormalities were found. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, or too much fluid on the eye, additionally reducing the flap thickness. The manufacturer internal reference number is: (B)(4).